Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or display anomaly noted during testing. Device had label damage, cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was off and had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.